Manufacturer narrative:
Unique identifier (UDI)#:(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for patient samples and qc material. The customer also reported receiving data flags and analyzer alarms, but specific information was not provided. Of the data provided for three patient samples, only the following results were discrepant. Patient 1 initial elecsys ft4 assay result was 29 and the repeat result was 16.4. Patient 2 initial elecsys folate assay result was 19.5 and the repeat result was 6.13. Patient 3 initial ft4 result was 38 and the repeat result was 24. No units of measure were provided. The erroneous results were reported outside of the laboratory. Corrected reports were sent to the medical personnel. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The field service representative found there was a problem with the measuring cell and replaced it. He performed a high voltage calibration, blank cell calibration, analyzer performance testing, and qc.